Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis revealed proximal conductor was distorted at 12 centimeters.

Event description:
It was reported, during an implant procedure, the physician inadvertently clamped the lead. Threshold was normal but impedance bipolar in 750s and unipolar on a clamp in the pocket was 899 ohms. Consequently, this device was not implanted. No patient complications have been reported as a result of this event.